Event description:
Patient allegedly received an implant on (B)(6) 2011 via an unknown access for treatment of deep vein thrombosis (dvt). Patient is alleging migration, tilt, vena cava perforation and device unable to be retrieved. The patient further alleges ¿pain when lying on right side. Worry and consternation about health as it pertains to the ivc filter. Lifting and walking have both been impaired. Lifting is limited to 10 pounds.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, "ivc filter. Struts extend beyond caval boundary. At least one strut is adjacent to the duodenum.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿ivc filter stable position. An anterior strut is at least adjacent to the duodenum.¿ per an ir (interventional radiology) cesseation therapy catheter removal dated (B)(6) 2018, ¿findings: there is further improvement in the right iliac and caval thrombus with some partially occluding clot persisting in the common iliac vein. Injection on the left revealed long segment vascular narrowing along the common and external iliac vein with some partially occluding thrombus persisting particularly inferiorly. There is recanalization of the distal left ivg with in-line flow through the filter. Please note the filter is substantially tilted and the struts and superior aspect of the filter may extend beyond the confines of the caval wall. Post procedure diagnoses: ¿presence of ivc filter, ivc thrombosis, thrombosis of both iliac veins and acute deep vein thrombosis (dvt) of iliac vein of both lower extremities.¿ per CT abdomen and pelvis dated (B)(6) 2018, ¿there is an ivc filter in place in the infrarenal ivc. There is extensive penetration of the filter through the cava with 1 cm penetration of the filter hook and nearly all primary struts demonstrate penetration, 1, anteriorly penetrating 1 cm into the duodenum.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges injury without further explanation.